Manufacturer narrative:
A patient experienced lead migration was reported to abbott. As a result, the patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-05113. It was reported that that patient's leads had migrated. One lead had pulled pack to the pocket sight and the other had slight moved. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.